Event description:
Per additional information received, the patient has experienced urinary incontinence, scar tissue, obesity, arthritis, arteriosclerotic vascular disease, grade 3 rectocele (prolapse), blood loss, urinary retention, urgency, frequency, s3 neuropathy (nerve damage), pain, erosion, recurrence, infection, unspecified urinary problems, organ perforation, dyspareunia, vaginal scarring, and required additional surgical interventions.

Event description:
According to the reporter: the patient alleged injury. Medical history: urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).